Event description:
It was reported that the customer's insulin pump was lost at the hospital where he was admitted for diabetes ketoacidosis. The doctor feels that his low blood glucose was caused by the customer getting a bolus but then not eating. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.